Event description:
It was reported that the device was presenting with motor not running error, travel reverse error, and syringe plunger top case loose. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. The left plunger case main screw mount was broken and loose. Travel course reverse and motor not running errors were found in pump event history log. Flow and occlusion test were unable to duplicate the travel course but found damage on plunger driver. The root cause of the reported issue was found to be user interface. The clutch was released during an infusion causing the travel course reverse error. A screw mount was broken inside the left plunger case. Actions were taken to mitigate the reported issue: replaced clutch half's left and right with leadscrew and lft plunger case.